Event description:
It was reported that the cable outer protective layer of fiber on the camera head cable was broken, leaving fiber exposed. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found damage to the outer protective layer of the cable, and images were not displayed. Based on the investigation results, it is likely that the following led to the malfunction: images are not displayed: the image is presumed to have not been displayed because of a communication failure caused by a cable malfunction. Damage to the outer protective layer of the cable: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.